Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. Unable to generate the power management graph due to insufficient data in the detail traces. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched lcd window (minor), scratched case, stained keypad overlay, broken belt clip rails and pillowing keypad overlay. Charge/battery lasts less than expected was not confirmed. Unexpected battery power loss was not confirmed. Cosmetic damage was confirmed at the lcd window screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, damage (physical or cosmetic), charge/battery lasts less than expected. The event involved product(s) mmt-1880. Trouble shooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.